Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the operational check is failing. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the operational check is failing. Review of the hardware error logs shows the operational check failed as a result of the therapy capacitor out of range. As it was determined that the therapy capacitor is defective, the customer is requesting to order replacement part. Replacement part sent to the customer to resolve the issue. Device remains at the customer site. Based on the information available, the cause of the reported problem was component failure the reported problem was confirmed. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.